Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced dissection and myocardial infarction. The 90% stenosed target lesion located in the proximal left anterior descending was 15mm long with a reference vessel diameter of 3.0mm. The target was treated with rotational atherectomy and placement of a 3.00x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Post procedure prior to discharge, a small exit dissection occurred. The balloon was again advanced past the end of the stent and gently inflated to 5 to 6 atmospheres. This resulted in excellent angiographic appearance. Post procedure target lesion diameter stenosis was 0%. Timi flow was 3. Cardiac enzymes were noted to be elevated. A day post index, the patient experienced myocardial infarction (mi). "Cardiac enzyme elevation was consistent with the protocol definition of an mi." No action was taken and the event was considered resolved without residual effects. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)